Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging an unknown settings issue with their onetouch verio iq meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.